Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported two burnt actuator test boards. The machine was displaying acid and bicarbonate pump no eos messages and was giving transmembrane pressure (tmp) alarms. The bmt installed a second actuator/test board and it burnt also. The bmt needed to know what the ic48 controlled. The bmt had one of the burnt boards available to return for failure analysis. It was explained to the bmt that the ic48 controlled the deaeration rotor. The bmt was advised to change the deaeration motor and board at the same time. A return goods authorization (rga) number was provided to the bmt for failure analysis of the burnt board. Upon follow-up, the bmt confirmed the reported event and confirmed the reported event and stated the issue was noted during preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The bmt confirmed there were no signs of any smoke, sparks, or flames, and no other components were noted to have been burnt or charred. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the deaeration motor and actuator board was replaced and the machine was placed back in service without further issue. The bmt stated the actuator test board was available to be returned to the manufacturer for physical evaluation.